Manufacturer narrative:
Patient code: (B)(4) ¿ surgical intervention. It was reported that the patient underwent mesh revision on (B)(6)/2017 under dr. (B)(6) at (B)(6)due to pain.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a hernia repair surgery on (B)(6) 2014 and mesh was implanted. It was reported that the patient experienced an undisclosed adverse event. No additional information was provided.

Manufacturer narrative:
Hernia recurrence occurred it was reported that following insertion the patient experienced recurrent ventral hernia.

Manufacturer narrative:
Date sent to FDA: 4/29/2020.